Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. Smiths tampered seal label was missing. Scratches and cracks on lcd lens screen. The customers problem was confirmed. Customer's reported problem regarding failed delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed the pump was found to be over delivering to the manufacturing specifications. Expulsor was out of mechanical specs. Device was over delivering. Pump's expulsor was replaced in order to bring the delivery into more nominal of a range. The root cause was undetermined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device failed volume testing and that the screen was bad. No patient injury was reported.